Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty removing an old cartridge during a supply change on the ilet, and the user ultimately removed the cartridge without damage using pliers after telephone guidance. Symptoms included no clinical effects. Outcomes included no interruption in therapy requiring medical care and no alerts or alarms. Customer care provided support that included telephone troubleshooting and user education. Investigation of this case revealed a user handling and technique issue related to the cartridge removal process without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique.